Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and the caller successfully reset the pump. After the reset, the malfunction did not recur, and the customer was instructed to call back if the issue reappears.